Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and deviation from instruction for use (IFU) are unknown. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to leakage from c-cover and forceps elevator. Additionally, light guide(lg)lens glue was peeled off due to physical stress by hitting/dropping distal end, chemical stress by chemical solutions resulting in humidity invaded lg-lens which led to corrosion. The reported events can be detected and prevented by following the instructions for use (IFU) sections: IFU states the detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection IFU states the preventative measures in evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories) olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, water tightness was lost due to a crack on the plastic distal end cover, and there was corrosion on the forceps elevator lever. The device evaluation found that the connecting tube had foreign objects and there was a stain inside of the light guide lens. Additional findings include the following: the control unit had discoloration, the grip had discoloration, the switch box had discoloration, the air / water cylinder had no color, the suction cylinder had no color, the insulation resistance value at the distal end did not meet the standard value due to the adhesive peeling on the bending section cover, the play of the up / down knob was out of the standard value due to wear of the angle wire, the connecting tube had a cut, the adhesive around the objective lens had wear, and water tightness of the forceps elevator was lost. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera ii duodenovideoscope had a defective distal cap, had a perforation causing leaking, and the albarran lever was contaminated. The device was returned for evaluation. During the device evaluation, the following reportable malfunctions were found: the connecting tube had foreign objects and there was a stain inside of the light guide lens. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.